Event description:
Caller reported several pts with potential false negative urine hcg results when testing with consult diagnostics hcg cassette tests. Caller indicated that they had between six and 10 discrepant results on their urine hcg tests on two different lots of product. They stated that they had multiple pts from different populations with high levels of serum hcg; only had results from one with a serum result of 180,000 miu/ml. The potential false negative results occurred between (B)(6) 2012 and (B)(6) 2012. The pts ranged in age from (B)(6). Pt were between (B)(6) pregnant. No other pt info was available.

Manufacturer narrative:
Lot number: hcg1080272. Exp date: 7/2013. Control lot: 20 miu/ml hcg urine lot: hcg20130-01, 100 miu/ml hcg urine lot: hcg110307-01, 241.0 iu/ml hcg urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N = 5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N = 5) the 241.0 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N = 5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Lot number: hcg1080046. Exp date: 7/2013. Control lot: 20 miu/ml hcg urine lot: hcg120130-01, 100 miu/ml hcg urine lot: hcg110307-01, 241.0 iu/ml urine lot: hcg111020-01. Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N = 5) the 100 miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N = 5) the 241.0 iu/ml urine control yielded clearly positive results at 3 minute read time. (N = 5) conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices on both lots. Results met qc spec. No false negative was observed. Mfg batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.